Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 77 months ago. Aneurysm and vessel morphology from the time of implant were not reported. The patient returned for a 30 day follow up and the CT revealed at that time there was a type ii endoleak. The patient did not return for any follow ups for the next six years. The patient presented emergently with abdominal pain the CT revealed a contained ruptured aneurysm. The physician stated that the cause of the rupture was due to the patient not returning for follow-up and aneurysm expansion due to the type ii endoleak. The physician elected to convert the patient to an open repair, only the main body of the bifurcated stent graft was explanted the contralateral and iliac stent graft limbs remain in the patient. The conventional graft was sewn to the remaining iliac stent graft. No additional clinical sequelae reported. The explanted stent graft was discarded by the user facility.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (surgical conversion to open repair, endoleak) patient's condition affected effectiveness of device (type ii endoleak, not returning for follow-up) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak, not returning for follow-up).